Event description:
The lay user/pt contacted lfs alleging inaccurate high readings on the ultralink meter. The pt obtained an 85 mg/dl on the lfs meter and compared it to the lab result of 57 mg/dl within 10 mins of one another. The pt did not exhibit any symptoms and did not receive any medical treatment. The pt was unable/unwilling to verify whether the test strips had been opened longer than the expiration date, whether the test strip vial was cracked or broken, the condition of the test strips. Pt had control solution; however, pt was unable/unwilling to run a quality control test. Meter was replaced. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.